Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. The cause of the issue was not determined since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp was unable to deliver the appropriate flow. The pump was explanted and replaced. The new impella cp was implanted without complication, and immediately achieved expected flow and performance.